Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2016-97822 for the reservoir.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 with a high blood glucose reading. Customer does not remember the value. Customer was vomiting and had diabetic ketoacidosis. Customer was treated with insulin by IV. Customer was not wearing the pump at the time of the emergency room visit. Customer removed the insulin pump right before she came to the hospital.